Event description:
Event description guidant received information that this transvenous pacing lead exhibited a rise in pacing impedance, with associated loss of capture. The physician elected to invasively evaluate the device/lead connection, noting no anomaly. The lead would not capture, however, when connected to either the device or the psa. The physician elected to cap and surgically abandon the lead, and implanted a similar lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.